Manufacturer narrative:
Results: two units were received for evaluation. Visual inspections of the returned units confirmed the presence of black foreign on the luer tips of each syringe. Our quality engineer concludes the foreign is most likely grease. Conclusion: bd was able to confirm the customer's indicated failure mode based on the provided samples. (B)(4).

Event description:
Black foreign was observed on the 60ml bd¿ slip tip syringe prior to use.